Manufacturer narrative:
The device was returned for analysis. Analysis of returned product revealed that a kink in the sheath assembly from the femoral marker to the distal end and a lapjoint detachment was observed. A leak was observed during the flushing process due to the detachment observed. Impedance testing shows a good unit wave form. It was not possible to do the imaging test due to the detachment of the device. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 26-jun-2019. It was reported that lost image occurred. The 80% stenosed 30mm in length target lesion was located in the non-calcified mid left anterior descending (lad) artery. An opticross imaging catheter was used to view the lesion, for sizing and measurement of plaque. Since the first run, it happened that there were no images coming out during the imaging process. The pullback was alright and can move nicely but there were no images coming out, only a dark screen. The physician performed the flushing and tried to do imaging 3 more times but nothing improved the image. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed a lapjoint detachment.